Event description:
It was reported that a couple pause episodes were recorded, and at the time of the episodes the patient had no symptoms. The patient was to be brought into the office to have the device sensitivity adjusted, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).